Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark, failing to turn on despite various troubleshooting steps. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Technical support decided to replace the pump, instructed the caller on how to handle the defective pump, and informed them that a replacement pump with updated software would be sent. The caller acknowledged and understood the instructions provided by technical support.